Manufacturer narrative:
The investigation is on-going at this time. A supplemental medwatch will be filed at conclusion of the investigation. (B)(4).

Event description:
A cardiomyopathy patient, with known tortuous iliac arteries, was taken to the cath lab for placement of an impella cp. The team chose to use a long 14fr x25 cm introducer sheath due to the tortuous iliac. The introducer had a blood leak shortly after placement, and was replaced. The hub had come off of the introducer and caused a blood loss that necessitated 4 units of blood replacement. After placement of the second introducer, the team noted a perforation had occurred and placed a balloon and covered stent to the area. After the blood loss and perforation were treated, the placement of the impella cp was successful and the cardiomyopathy patient was supported.

Manufacturer narrative:
Since the original medwatch was submitted, the investigation has completed. The introducer was returned for analysis. The orange cap, which was stated to have fallen off of the introducer when the dilator was removed, was compared against known good samples and identified as having less adhesive remaining. This suggests insufficient adhesive was applied. The root cause of the orange hub failure was insufficient application of adhesive. The origin of the introducer is not known, as it is not kitted with the impella 2.5 pump. As such, lot analysis cannot be conducted. The failure mode will be monitored and trended. Internal refernce (B)(4).